Event description:
It was reported that an unspecified malfunction alarm occurred. There was no reported impact to the customer¿s blood glucose level because the caller declined to provide blood glucose information. Customer removed pump from case, tried multiple button presses and charging with known working equipment without success, then planned to use multiple daily injections as backup therapy while technical support arranged replacement pump, instructed customer to let battery fully deplete before return, and advised customer to enter pump settings, reconnect continuous glucose monitor, and send back problematic pump using provided return label.